Event description:
Customer reported a collimator iris error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator and ffb pcb. System operates as intended.